Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited power does not turn on. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported video system center not powering up was determined to be the result of a faulty power supply unit. Additionally, the root cause of the observed video cable locking issue was determined to be due to a damaged/broken video cable lock. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported: the issue occurred during device inspection prior to a diagnostic procedure. The intended procedure was completed with a different device.